Manufacturer narrative:
The detector interface enclosure was returned to the manufacturer for evaluation. Visual/physical examination, functional and performance testing were performed. No fault was found. The part readied as expected and both 2d and 3d imaging was successful during testing.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the site informed them the generator initializing was intermittent. The representative then reported that the detector interface for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The generator interface has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, a red x displayed next to the imaging protocols on the imaging system indicating that the generator could not complete initialization. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported delay to the procedure due to this issue as the reported issue occurred when selecting the patient in the application software. There was no impact on patient outcome.